Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, filament, and power supply need to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system had loss of live images. No pt injury was reported.